Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned packaging and labels determined that the product is labeled as part: 113633 lot: 421700, comprehensive mini humeral stem 13mm, and etched with lot number 421700. Dimensional analysis of the product in the packaging determined that the product was consistent with a comprehensive micro humeral stem 17mm, part: 113617. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Investigation results concluded the most likely root cause of the event is attributed to a manufacturing deficiency as improper line clearance was not performed resulting the product being co-mingled prior to the laser etch operation during cleaning. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product was packaged in incorrect packaging.